Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Imagery of the device and patient's anatomy were also provided for evaluation. Review of the device imagery provided revealed the distal tip was torn radially along the distal edge of the liner with stretching and the distal liner was tucked into the esheath+. Review of the patient anatomy imagery revealed there was calcification and tortuosity present in the patient's access vessels. Visual inspection of the returned device revealed the liner was fully expanded and the esheath+ had a slight curvature. There was partial liner delamination near the distal tip of the esheath+. Additionally, the liner was bunched and torn near the distal tip of the esheath+. Scratches were observed 2 inches from the distal tip. The distal tip opened along the axial score line, but it was observed to be torn radially along the distal edge of the liner with stretching. All score lines were present. Dimensional testing was also performed on the returned device and measurement of the liner thickness revealed it met specification. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and it did not provide any indication that a manufacturing nonconformance would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for esheath+ distal tip torn and esheath+ liner tear were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the events. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event description, "after the valve was successfully implanted and the system was withdrawn, the tip of the 16fr esheath+ appeared disrupted and torn. No bleeding occurred and there were also no other adverse events". Per evaluation of the returned device, the esheath+ distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previously performed product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per evaluation of the imagery provided, tortuosity and calcification were present in the patient's access vessels. Furthermore, the returned sheath shaft was slightly curved and had scratches suggesting presence of vessel tortuosity. Sharp nodules of calcification can damage the tip directly upon advancement of the sheath. Calcification and tortuosity can also lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve catching onto the sheath distal tip, tearing the tip during advancement. In this case, the failure mode may be related to improper expansion of the sheath tip during transcatheter heart valve (thv) advancement and/or patient factors (tortuosity and calcification) may have contributed to the event. Regarding the esheath+ liner tear observed during evaluation of the device, an existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear event investigations found that patient/procedural factors (e.g. Access vessel tortuosity/calcification) are likely the contributing factors for sheath shaft liner tears. Per evaluation of the returned device, the liner was torn near the distal tip. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or it could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. In this case, available information suggests that patient factors (tortuosity and calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29 mm sapien 3 valve, after the valve was successfully implanted and the system was withdrawn, the tip of the 16fr esheath+ appeared disrupted and torn. No bleeding occurred and there were also no other adverse events.